Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller reported that a couple months ago they started to notice that the stimulation would turn off on its own and they would start to get into a fair amount of pain so they would check the controller to see if the stimulation was on or not and it would say that stimulation was off. Caller mentioned that they normally charge the implant every day even though they were told they only had to charge it every second day. Caller stated the implant battery rarely gets below 30-40% because they usually recharge when it's at 50-60%. Caller stated they would push the stimulation on/off button and turn stimulation on, and when it came on they could feel the tingle. Agent reviewed stimulation turning off information and advised caller to keep track of when they notice this happening and to follow up with their manufacturer representative (rep) for implant interrogation if it continues.